Event description:
It was reported that the line separated from the chamber of three (3) continu-flo solution sets. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured march 2022. H10: three devices were received for evaluation. A visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified on the samples received. The cause of the condition was a manufacturing related issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.